Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached over 700 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and body aches. The patient reports their personal diabetes manager software application had crashed and they had lost information. Once at the hospital the patient was treated with insulin and their diet was monitored. The patient had asked for assistance on deactivating the current pod while on this call. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: